Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out procedure, the ventricular lead exhibited high thresholds and was noted to have dislodged. The lead was capped and replaced. The patient was doing fine after the procedure.